Event description:
On (B)(6) 2014 centrimag console #13015 motor sn# (B)(4), received a faulty error. On (B)(6) 2014 centrimag console #13016 motor sn#(B)(4) received a motor failure. Console 001183 was being used in a training session attached to the thoratec approved training "water bottle" when the : motor stopped, flow signal fail occurred. Console 001181 was being powered up when the: motor stopped, flow signal fail occurred. Neither of these units were being used on a pt. The other issue is that thoratec does not allow for on-site maintenance. When the units come back from thoratec no certification paperwork accompanies the unit. There is only a "sign-off" sheet that is attached to the bottom of the units, no contact information or employee identifiers of who maintained or repaired the unit is available for contact.